Manufacturer narrative:
The investigation of the returned web system found the pusher kinked at the proximal end of the hypotube and at the hypotube-to-connector junction. The unit did not pass continuity and resistance testing. Furthermore, the implant was unable to detach using an in-house detachment controller during functional testing, which is consistent with the alleged product issue. The damage to the proximal end of the pusher may have caused or contributed to the reported detachment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kinks, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The detachment controller used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
See h11 for investigation conclusion.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported, during the cerebral aneurysm embolization procedure, after the device was positioned, there was no detachment even after several attempts and a change of detacher. The entire system was removed without incident, and the products were replaced with others. The procedure was successfully completed.